Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse and a company representative reported that a "medium cornea burn" occurred during a cataract procedure in a patient's right eye. Upon follow up it was informed that the patient was doing well and no medical intervention was required.